Event description:
Inserted opti cross ivus catheter into pt's coronary. Started the pullback and screen went black on the console. Removed catheter and used a new opti cross catheter for ivus. Second catheter worked fine / was able to see images.